Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g1, h2, h6, h11. The device was returned to olympus for inspection and the reported failure (no image) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose coupler, ccd malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image malfunction (image not displayed). The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.